Event description:
It was observed during the device evaluation, the subject device exhibited an air leak in the label portion of the video connector. There was no patient involvement.

Manufacturer narrative:
E2: health professional - (no) and e3: occupation - non-healthcare professional. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cracks in the label portion of the video connector. This may prevent the connector from maintaining a watertight seal, resulting in an air leak. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.